Event description:
Anastomosis colo-colostomie: 2 cs29 dlu stapled properly, but did not cut the circular tissue hole. Tissue had to be cut away manually. Third dlu stapled and cut properly (1 dlu was discarded and not returned).